Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on, the patient had sensations of lightheadedness and dizziness. It was believed that the symptoms started after the patient went to the dentist for a cavity fill five days prior to the report. Since the event, turning the amplitude up and down, on and off was attempted, but, so far, only turning ins (implantable neurostimulator) off had allowed the sensations to subside. It was stated these sensations were similar to those experienced right after current ins replaced the older one, which was explained to the reporter that this ins was a bit more powerful than the last one. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 64002, lot# n350718, implanted: (B)(6) 2012, product type adapter; product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v138139, implanted: (B)(6) 2008, product type lead; product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v123174, implanted: (B)(6) 2008, product type lead. (B)(4).